Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 694465 implantable tachy lead - (B)(6) 2003; 7278 implantable pacemaker/cardio/defib - (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was being hospitalized for septicemia and their device has not been checked since may 2010. Upon interrogation of the patient's device it was found that the right ventricular lead had high impedance, increased threshold, and oversensing. The lead was explanted. It was also reported that due to the patient's sepsis the device and the atrial lead were also removed. It was also noted that the device was approaching elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed. A proximal portion was received measuring 7.5 cm. A medial portion was received measuring 7.5 cm. A distal portion was received measuring 7.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.